Event description:
It was reported that during a routine follow-up appointment the programmer experienced repeated freezing while using the pacing system analyzer (psa) and during device lead testing. The device became unresponsive and required powering off and restarting to restore functionality however the issue still persisted. A different programmer was utilized to complete the procedure. The affected programmer is expected to be returned. No adverse patient effects were reported.